Event description:
The site reported that in an attempt to perform a protocol on a patient, their system had a loud pop, followed by smoke coming out of the machine.

Manufacturer narrative:
After assessing the system, it was concluded that the incident was due to a dc-dc converter failure. The converter was replaced and the system was confirmed to be working once again. Their was no harm or injury to users or patient's. If any additional information is provided, a follow up MDR will be filed.